Manufacturer narrative:
It was reported that approximately six weeks after an optease inferior vena cava (ivc) filter was implanted, the patient underwent an unsuccessful retrieval of the optease ivc filter. The indication for placement of the filter was prophylaxis status post back surgery and a history of pulmonary embolus after a previous back surgery. Approximately a month and twelve days post implantation, the filter was unable to be retrieved percutaneously. The following additional information received per the patient profile form (ppf) indicates that the filter was embedded in the wall of the ivc. According to the medical records an attempt was made to remove the filter but was unsuccessful due to the inability of the sheath to completely enclose the filter and likely secondary to debris in the proximal portion of the filter. A computerized tomography scan with and without contrast was performed the day after the retrieval attempt. The findings showed: pre-contrast shows that the device is placed near vertical in the ivc with the cephalad tip of the device remaining below the level of the renal veins at l2-l3 space. The post contrast portion of the scan showed only minimal hypodense filling defect extending just above the tines of the device, around its tip. More cephalad, no filling defect, to suggest thrombus is above the device, is seen. The inferior tip of the device extends down to the anastomosis of the iliac veins to the ivc. A lumbar spine film performed approximately three months post implant showed inferior vena cava filter with mild distal migration since previous imaging that was performed approximately six weeks after implant (imaging and imaging results not provided). The film indicated that the filter tip now resides at l2-l3, compared to mid body l2. According to the information received ¿the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration, perforation, and deep vein thrombosis (dvt).¿ during the index procedure, the filter was successfully deployed and there were no immediate complications. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films to review, the reported deep vein thrombosis, perforation, migration, retrieval difficulty and embedded in the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Mental anguish and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00300 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, approximately six weeks after an optease inferior vena cava (ivc) filter was implanted, the patient underwent an unsuccessful retrieval of the optease ivc filter. Approximately two weeks later, the filter was found to have migrated inferiorily with the tip of the filter extending into the right common iliac vein. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration, perforation, and deep vein thrombosis (dvt). The following additional information received per the patient profile form (ppf) indicates that the filter was embedded in the wall of the ivc. Approximately a month and twelve days post implantation, the filter was unable to be retrieved percutaneously. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. Per the medical records, during a computerized tomography (CT) scan the day after the retrieval attempt, the filter was found to have mild migration distally with the tip of the filter extending to l2-3 compared to mid body of l2 on a scan that was performed approximately one month after filter placement. According to the medical records, prior to the filter implantation the patient had a history of pulmonary embolism and had an inability to anticoagulate given a recent back surgery. During the index procedure, the filter was successfully deployed and there were no immediate complications.